Event description:
Depleted battery on drug administration pump used to treat chronic cervical pain. Replacement of synchro med el pump with synchro med ii pump then connected to the existing intrathecal catheter. MFR #6000030-2005-00310.